Event description:
Ous MDR - after an implantation period of approximately 28 months, an error message indicated an elevated current consumption of the device. At the moment, biotronik has no further information with regard to a revision. An event date was not provided.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an slightly increased current consumption. The root cause for the increased current consumption cannot be determined without analysis of the device. Based on the available data all therapy functions of the ICD are normally available. We recommend a close monitoring of the device and battery status by home monitoring or a reduced follow up interval. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. Should additional information become available, this report will be updated.

Manufacturer narrative:
This device was explanted. We received the device analysis. Upon receipt, the ICD interrogation revealed the battery status mos2. The device was implanted for 36 months and 16 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment; however the date of occurrence was not determinable. Based on the analysis all therapy functions of the ICD were available while the device was implanted and in service.